Event description:
It was reported that following an laparoscopic subtotal colectomy and ileostomy procedure, the device was used across the patient's rectal stump. The gun appeared to fire quite normally and the staple line seemed to be intact. A second firing was used to get right across the tissue and again the staple gun fired normally and the staple line seemed to be intact. The staple line was inspected with the laparoscope before finishing the case and there was no need for concern. Twelve hours later and the patient became extremely unwell on the ward and was brought back to theatre for investigation. On inspection it would appear that the staple line had completely failed and the staple line was described as disintegrated. The tissue didn¿t appear to be ischemic and the staples looked like they had formed properly, however the rectal stump had completely dehisced. The rectal stump was repaired using sutures and the patient was transferred to itu. Patient is in itu with rectal leak. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
A leak test was performed during the initial procedure. Buttressing material was not used. The surgeon thinks that potential unformed staple contributed to the leak therefore leaking to inadequate staple line. The patient did not have any pre-existing conditions that would have impacted the outcome of the procedure. It is unknown if the patient had undergone any chemotherapy or radiation. The indication for surgery was for cancer. The patient is stable.

Manufacturer narrative:
(B)(4).